Manufacturer narrative:
The hillrom technician evaluated the envision device and found no issues with the bed exit alarm. It was identified that the bed exit issue was on the hospital owned careassist frame. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The customer refused service and evaluation on the hospital owned careassist bed. The account will repair the bed themselves. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the bed exit alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).